Event description:
Citation: zanaty et al. Development of normal pressure hydrocephalus after the placement of a pipeline embolization device for the treatment of a large aneurysm: case report. Clinical neurology and neurosurgery 122(2014)116-119. Covidien received information through literature review that a patient developed a normal pressure hydrocephalus (nph) after the placement of a pipeline embolization device (ped). It was reported that the patient was a (B)(6) year old female who had an uneventful ped placement two and a half months prior to the event to treat a right posterior-communicating artery (pcom) aneurysm. The patient was discharged in stable condition the daf after the procedure and was kept on dual antiplatelet therapy (dapt) consisting of aspirin (81 mg) and clopidogrel (75 mg). Two weeks prior to the event patient was complaining of persistent headaches and chronic third-nerve palsy. An MRI was ordered and was unchanged from baseline. An angiogram showed 100% thrombosis of the aneurysm. The patient was prescribed steroids and was asked to follow up in clinics. On the day of the event, the patient started having difficulty ambulating, with shuffling gait and was even unable to walk on her own, in addition she was complaining of urinary incontinence and worsening short-term memory loss. A head CT scan was performed and showed mild increase in size of the ventricles compared to the immediate post-operative CT. The patient was diagnosed with nph. The patient was maintained on 81 mg of aspirin while clopidogrel was discontinued for 5 days. The patient then underwent a standard ventriculoperitoneal shunt placement. The post-op CT scan showed a small amount of intra ventricular hemorrhage without any clinical significance. She recovered from surgery without any complications and was discharged home after three days in stable condition. She was kept on 81 mg of aspirin and plavix was restarted 48 h post operatively. On 2-month follow up visit, the patient was walking independently without any shuffling, she was no more having any urinary problems and her short memory was still improving slowly.

Manufacturer narrative:
Article website: http://www.sciencedirect.com/science/article/pii/s0303846714001346. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. (B)(4).